Manufacturer narrative:
Concomitant medical products: lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown.

Event description:
It was reported that prior to an MRI procedure, the patient's implantable neurostimulator was turned off. When the patient approached the MRI machine (approximately 4 feet away), she experienced a pulling sensation of the face. When the patient was brought away from the MRI machine, the tremor stopped. It was reported that the therapy appeared to have resumed as the patient was experiencing no tremor. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that this reporter was not familiar with any event. One time under appropriate conditions and using proper mr instrument (1.5 tesla). The ipg was turned on by the magnet. Event attributed to any of the device system: n/a. Reprogramming: ipg turned on. Hospitalization required: no. Patient outcome: n/a.